Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -14.00/1.0/014 (sphere/cylinder/axis) was implanted into the patients eye on (B)(6) 2023. On (B)(6) 2023 the lens was replaced for a different size lens for an unknown reason. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.